Event description:
Providone iodine was leaking between the twist clamp and the mini cap after 60 days. The product was new. No injury or medical intervention was involved. No lot number was available.